Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert was sent indicating the charge time limit was reached. A capacitor maintenance was manually performed and the charge time was normal. The physician will not perform intervention at this time and will continue to monitor the patient by follow-up. The patient was in stable condition.